Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma, granuloma, and rupture.

Event description:
Patient representative reported right side capsular contracture, baker iii with exacerbated symptoms of breast pain radiating to the back and axilla¿ gel-bleeding with signs of silicone gel extravasation," ¿small intracapsular collection on the right," ¿silicone-induced granuloma," ¿anxiety," and "various inflammations." Patient representative additionally reported ¿tiredness¿, ¿fatigue¿, ¿decrease in vitality," "began to feel intense muscular intense muscle pain," "joint pains¿, ¿diffuse body aches," "insomnia," and "asia syndrome," all not related to the device. The device remains implanted.